Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the upper and lower cases were broken, the side bail covers and battery drawer were broken, the ring cover was contaminated, the lead flex o-ring was pinched, one case screw was the wrong screw, the keyboard was scratched, the serial number label was torn and the battery contacts were compressed. (B)(4)

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.